Event description:
It has been reported that during a revision knee arthroplasty, the slaphammer extractor bent and cracked while removing a tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirms femoral finishing guide end of the extractor was cracked. The device also exhibits signs of repeated use. DHR was reviewed and no discrepancies were found. Wear and damage of the instruments due to use occurs overtime even with correct use, care and maintenance, and this is addressed in package insert instrument care ¿ special precautions. The root cause of the reported event can be attributed to the wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.